Event description:
A 22 mm diameter x 13 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2002. Aneurysm and vessel morphology are unknown. It was reported that a follow-up eval performed in 2004 demonstrated no evidence of endoleak or migration; however, the sealing of the stent graft to the aorta just below the renal artery has decreased in length due to continued aneurysmal dilatation of this area. It was reported that although the aorta remained excluded from blood flow, the length where the stent graft was sealing to the normal aorta was so short that it would not be a durable treatment for the aneurysm. Treament with an extension was not possible due to the proximity of the stent graft to the renal arteries. It was reported that the stent graft was successfully explanted the folllowing month. No addtional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted device and its analysis is pending.